Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the same day of original surgery, the patient's vision was very milky in their left eye. The first post operative exam was on (B)(6) 2015 whereby the patient complained about their vision in the left eye. On (B)(6) 2015 the patient's vision was still very blurry. On (B)(6) 2015, it was stated that the patient was complaining that her eye was painful, watery, red, itchy, burning and vision was very blurry. The doctor explanted the zmb00 lens in a secondary procedure and replaced it with a softec hdo 18.5. It was stated that the incision was not enlarged and there were no sutures. There was no patient injury. Follow-up indicated that the patient is doing fine.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The lens can be identified as tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen that the lens was received cut in pieces. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There were no associated nonconformity reports or deviations. There were no process and / or material changes within the production order number. The in-line optical inspection data showed that the lens was within power specification. There were no non conformances with respect to the sterilization process. The documentation showed that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.